Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24jun2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation contracture was received on june 27, 2024, with catalog number mcghan-330. Based on the device analysis grid, the assessments of the complaint are: deflation: a delamination total of the valve (adhesive failure). As per the investigation procedure: particles, wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, right side deflation. Device has been explanted.